Event description:
Gripper plus huber needle difficult/ resistant to prime with saline. Not used on a patient. Discovered issue while setting up for a port access. Unable to easily flush saline through the huber needle set. Tried with and without needless connector attached and with 2 separate syringes. Also, difficult to flush from the y-site connection.